Event description:
Intuitive small grasping retractor was discovered in sterile processing. When they picked it up, they noted something is loose inside and rattling around. They took the robot arm out of service and reported it as a defective item. This event was not associated with a specific patient/ surgical case.